Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual inspection of the returned device found the distal surface to exhibit damage and the locking features to be flared out. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: unknown - unknown tibial component - unknown g2 : foreign country : japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the articular surface didn't neatly seat in tibial plate during surgery. As a result, the operation was completed with another articular surface. Attempts have been made and all available information has been provided.